Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 7.5 (x2), lab: 3.4. Inratio2: 1.4, lab: 3.4. Caller also reported imprecision with inratio2 meter. Patient's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio2 test with lab results provided by end-user at time complaint was filed: inratio2: 7.5, 7.5, 1.4, reference: 3.4, mean: 4.95, confidence limits: 2.8-7.2. Inratio2 precision data provided by end-user: first inr: 7.5, second inr: 7.5, third inr: 3.4, mean: 5.47, sd: 3.52, percent cv: 64.42. Analysis of customer's data revealed that inratio2 and reference test result comparison did not meet accuracy criteria. In addition, repeated inratio2 test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strips were tested on (B)(6) 2011 and revealed that result comparisons met accuracy and precision criteria. Investigation results for retained strip lot #251117: at least two out of three replicates for both donors are within the allowable bias (+ or - 1.0) for accuracy criteria. Percent cv for both donors are less than 16 percent and meet the criteria for precision. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending.